Manufacturer narrative:
Citation: (B)(6). Impact of post-procedural hyperglycemia on acute kidney injury after transcatheter aortic valve implantation. Int j cardiol. 2016 oct 15;221:892-7. Doi:10.1016/j.ijcard.2016.07.029 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding hyperglycemia and acute kidney injury following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2009 and 2014. The study population included 422 patients (predominantly male; mean age 80 years), 220 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: cardiac tamponade, vascular complications and bleeding, emergent surgical repair, and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.